Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) on (B)(6) 2011. Mesh removal occurred on (B)(6) 2011. Patient's legal representative stated sling revision for urinary retention, back pain, intermittent pelvic pain/pressure and occasional frequency, infection